Event description:
The pt had complained about reduced performance in 2003. Telemetry values were suddenly very low and on occasion 'poor coupling'. The pt is now not able to hear anything and the telemetry is 'poor coupling'.